Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. The procedure treated the 90% stenosed, 12mm in length target lesion located from the ostium to the distal segment of the left main coronary artery (lmca). The lesion was severely calcified and tortuous. A 4.0x8.0mm promus element plus (pep) stent was advanced and deployed at 15 atms for 5 seconds. A second inflation was performed to 15 atms, but then a vessel dissection was noted in the proximal half of the lmca. Bailout treatment used another 4.0x8.0mm pep stent but this did not entirely cover the dissection, so a 5.0x12mm veriflex stent was deployed in the ostium of the lmca which then covered the entire dissection. The patient tolerated the procedure well. No further complications were reported and the patient status is ok.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).